Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. However, when the device was disassembled and it was found that there was a cracked internal component. It could not be determined what may have caused the reported incident of: ¿ restart generator ¿. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
Dr. (B)(6) was performing a robotic transoral thyroidectomy. Before docking a davinci robot system, he used a hd1000i for initial dissection. Before the dissection started, the hd1000i was connected to a gen11. The instrument was successfully identified. However, the gen11 kept 're-identify' the instrument several times. We attempted to re-plug the instrument into gen11. After several attempt, another error appears: replace instrument. Finally, the harmonic seems to become more stable. Dr. (B)(6) started to do dissection, after around 30-mins, the same error occured again: replace instrument. The problem persisted even we unplug the instrument. After trying to re-plug the harmonic, another error then appears: tighten assembly. After pressing next, the generator asks the surgeon to activate and perform a test. Another hd1000i is opened and connected to gen11 again. The instrument is working but after 3 times of activation, another error appears: restart generator. Both hd1000i are returned for further investigation. Patient consequence? : no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.